Event description:
Rec'd notice of complaint concerning above product. Spoke with personnel who reports a leak from the pump segment to pump adapter location (post pump) on this 5th use line. Leak occurred during treatment and blood loss is reported to be <100cc. Director of nursing is not available at this time to provide details of clinical info. Message lef for director of nursing to return call next week. Week of 12/28-attempt to reach director of nursing unsuccessful. Left message for director of nursing week of 1/11. 1/25-spoke with director of nursing who reports that the leak occurred within the first hr of treatment. The line was changed and the treatment was completed without further incident. The reported blood loss was greater than 20cc but less than 100cc. The pt was reported as stable and did not require any medical intervention. No labs required, weekly hemoglobing reported as stable. The line is available for evaluation. A response letter and mailer have been sent to the facility. A medwatch form has been filed based on blood loss only.